Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous mid left anterior descending artery (lad). After a guide catheter was engaged into the vessel, a guide wire was crossed the left side of coronary artery. Subsequently, the thrombus was aspirated using a thrombus suction catheter followed by intravascular ultrasound to observe the lesion. A 2.50 x 12mm promus element¿ plus stent was advanced to treat the lesion; however, the device was unable to cross the proximal of the lesion. Additional guide wire was crossed the left coronary artery and the stent was attempted to cross again but failed. The promus element¿ plus stent was removed from the patient and it was noted that the distal stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. The physician suspected that the stent damage was caused by the condition of the lesion.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).